Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient got a system error code 0x4ac42982 about 15 minutes ago and said 'it told me to restart my personal therapy manager (ptm), which did, but it wanted to sync with my pump. They have tried to resync, and the communicator was flashing but it keeps telling me communicator not found.' Then patient stated, 'I'm not feeling warm and fuzzy right now.' An agent assisted the patient in toggling off/back on bluetooth and location and patient was able to connect to their pump, and the patient confirmed they were able to successfully connect and deliver a bolus. The patient got 'no pump found' once and stated they then tried plugging in the communicator after trying to connect before calling. While connecting, patient mentioned 'when my pump gets low, it always hangs up at 91%. ¿I'm due for a refill next week - in 2 weeks, and I think my expected refill date is like march 15th.¿ the patient stated as the volume drops in the pump, it was a lot slower to run through the process.'.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.